Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu1310 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "needlestick safety did not deploy. After insertion of 20g 2.25in accucath with ultrasound guidance, button pushed to retract needle however the needle did not retract. Needle and guidewire removed safely. No harm to patient or clinician."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed. The product returned for evaluation was one 20ga accucath ace peripheral IV catheter assembly. Usage residues were observed throughout the sample. The wire was withdrawn into the housing. The safety button was pressed and the needle was partially withdrawn into the housing. The majority of the needle remained exposed. Initial attempts to advance the guidewire were unsuccessful. Mobility was established through gentle manipulation. A mass of coagulated blood residue was adhered to the guidewire. Microscopic inspection of the guidewire confirmed the presence of coagulated blood residue. Following advancement of the guidewire, the safety functioned as intended. The failure of the needle to fully withdraw into the housing was caused by a combination of the safety button being pressed when the guidewire was withdrawn, and coagulated blood residue preventing the wire from sliding through the needle shaft. Following insertion, the guidewire should not be withdrawn prior to safety activation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "needlestick safety did not deploy. After insertion of 20g 2.25in accucath with ultrasound guidance, button pushed to retract needle however the needle did not retract. Needle and guidewire removed safely. No harm to patient or clinician."